Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. The evaluation found that the internal battery caused the system error message. Based on all available evidence and previous investigations of similar complaints, the battery failure was due to a manufacturing defect. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf180) related to a battery charger fault. There was no patient harm or serious injury reported as a result of this incident.